Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and CT pre procedural imagery showed the patients native annulus measured 588.9 mm2, the presence of moderate central regurgitation after post dilation, and after post dilation the wire was positioned at the posterior edge. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingment due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint central regurgitation was objectively confirmed based on the imagery provided. Available information suggests procedural factors (leaflet impingement due to guidewire) likely contributed to the event as central regurgitation was observed following the second inflation. Per imagery review, the wire was positioned along the posterior edge, which may have been pinning open one of the leaflets resulting in central regurgitation. Guidewire positioning may impact the ability for the thv leaflets to properly function. Positioning the guidewire in a way that impedes the thv leaflet's ability to open and close will result in thv regurgitation. This should be resolved when the guidewire is removed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japan affiliate, during a transfemoral transcatheter aortic valve replacement with a 29mm sapien 3 ultra resilia valve, the valve was implanted with 3.0ml less than nominal volume. Post-dilation was then performed on the left ventricular side with the same volume. Transesophageal echocardiography (tee) showed aortic regurgitation that appeared to be due to a leaflet tear. The patient had low blood pressure, mean/peak gradients was >50 mmhg, valve area/index was <0.5 cm2. As a result, a valve in valve procedure was performed using another 29mm sapien 3 ultra resilia valve with 3.0 ml less than nominal volume. The second valve was implanted successfully.